Event description:
It was reported that the pt had his device removed due to infection of right cylinder. Pt was implanted with another spectra prosthesis at the same procedure. No additional pt complications were reported in relation to this event.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.